Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the even after inserting a new battery the pump turned off. The customer's blood glucose value was unknown. Troubleshooting was performed. Customer uses battery energizer. Customer was advised that we will send her a new battery cap. Customer does not use rechargeable batteries and she is not using previously used batteries. The insulin pump will not be returned for analysis.